Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 69 mg/dl. Reportedly, the healthcare provider had recently adjusted the customer's pump settings. The customer consumed carbohydrates to stabilize bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.